Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2017 with a blood glucose level of 33.7 mmol/l. The customer stated that the insulin pump was not working. The customer experienced symptoms such as nausea and vomiting. The customer did not troubleshoot and did not send the product back for analysis. The customer was sent new infusion sets to resolve the issue.